Event description:
It has been reported to philips that the system cannot boot up. The device was not in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, a reboot did not resolve the issue. A philips service engineer inspected the system onsite and confirmed an issue with the host pc. After replacing the host pc, the system was returned to use in good working order. Codes were updated based on the investigation outcome.